Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx valve; product ID: evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; other medical products in use during the event include: product ID: l-evolutfx-2329; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29, following valve implant, the nosecone of the delivery catheter system got caught in the valve paddle, causing the valve to dislodge out of the annulus. A second valve was subsequently implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the transfemoral artery was the access site and a non-medtronic guidewire (innnovi xs) was used. No pre-implant balloon dilatation was not performed. The valve was implanted within the native annulus and cusp-overlap technique (cot) was used during deployment. Due to the patient's anatomy, the nose cone was not perfectly centered prior to slowly withdrawing the delivery catheter system (dcs). The dcs was not twisted or torqued during deployment. Per the physician, the valve dislodgement was caused by the patient's tortuous anatomy and horizontal aorta.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.